Event description:
Material no: 305106. Batch no: unknown. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the needles were not administering the medication. The following information was provided by the initial reporter: event description per customer's email states, "needles not administering medication".

Manufacturer narrative:
Investigation: twenty-seven (27) shielded samples were returned by the customer for investigation. All twenty-seven (27) samples were visually examined and it was found that light was not able to pass through the samples indicating that they were clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not reported. Bd acknowledges that light was not able to pass through the returned samples indicating that the needles are clogged / blocked. The acceptable quality limit (aql) for this non-conformance is 0.10. As the batch number was not reported it cannot be determined if these twenty-seven (27) occurrences would exceed the aql.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 305106, batch no: unknown. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the needles were not administering the medication. The following information was provided by the initial reporter: event description per customer's email states, "needles not administering medication".